Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed in is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings from his adc freestyle libre sensor, within the first 24 hours of initiating it. He further reported that on (B)(6) 2019 he received a ¿lo¿ (a reading lower than 40 mg/dl) from his sensor so he was rushed to the hospital. At the hospital, customer had an ECG done and had his glucose and blood pressure checked. A reading of 12.3 mmol/l (222 mg/dl) was received and customer was treated with insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report will be submitted.

Event description:
Customer reported receiving low readings from his adc freestyle libre sensor, within the first 24 hours of initiating it. He further reported that on (B)(6)2019 he received a ¿lo¿ (a reading lower than 40 mg/dl) from his sensor so he was rushed to the hospital. At the hospital, customer had an ECG done and had his glucose and blood pressure checked. A reading of 12.3 mmol/l (222 mg/dl) was received and customer was treated with insulin. There was no report of death or permanent injury associated with this event.